Event description:
Related manufacturer reference number: 1627487-2019-05589.

Event description:
Related manufacturer reference number: 1627487-2019-05589. It was reported that the patient experienced ineffective stimulation. Patient was reprogrammed multiple times, but could not achieve effective therapy. A field representative checked impedances and all were within normal range. The patient also had an x-ray that showed the lead has not moved. The patient underwent surgical intervention and had the system explanted.